Event description:
Unable draw blood when this blood collection device is connected to the baxter one link needle free IV connector. By removing the blood collection device blood can be obtained. However, the reason a blood collection device is used is to reduce the risk of exposure. They are currently starting the IV catheter, attaching the blood collection adapter to obtain blood, then putting pressure on the IV catheter to keep blood from flowing out. Then a one link connector is attached with the IV fluid line. It is impossible using this technique to keep blood from flowing out. Manufacturer response for blood collection device, (brand not provided) (per site reporter): it is important to know which device; male or female, that should be used since they would be used for different applications. The devices have been changed with the collar light red instead of clear on the new female device (bta200).